Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® edta 2k there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer® edta 2k there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and foreign matter was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.